Manufacturer narrative:
Catalogue # 03821640 xia lp polyaxial screw 6.5 x 40mm was also referenced, it is unk which, if any, of the devices may have caused or contributed to the event. Prod and add'l info has been requested, and if rec'd, will be supplied on a supplemental.

Event description:
The orthopedic surgery reported that after l5-s1 spondylodesis a couple of months ago, that fusion did not occur in that level. The surgeon reported that the screws broke and the blockers came loose. According to the surgeon, it is not clear whether the screws broke because of no fusion, or no fusion occurred because the screws broke, or if the blockers finally were not tightened enough. The surgeon stated that during revision surgery, the screw threads had to be left in the pt, because it was not possible to remove them.